Manufacturer narrative:
(B)(4). Literature citation: v. Heideck, et al. Intervertebral disc replacement for cervical degenerative disease - clinical results and functional outcome at two years in patients implanted with the bryan cervical disk prosthesis. Acta neurochirugica (2008)150:453-459. A review of the device records is not possible without add'l device info. Neither the device nor (test results or imaging films) were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that one year post anterior cervical discectomy and cervical prosthesis implant, the pt had osteophytes with radicular symptoms. A revision surgery was done to remove the osteophytes and to decompress neural structures in the intervertebral foramen. The dysfunctional disc was removed and replaced with an intervertebral cage and plate, which resulted in full neurological recovery.